Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage of the device was found at where the foreign material remained. Whether there was a deviation from the reprocessing instructions for use (IFU) was unknown. Based on the results of the investigation, olympus could not specify root cause of the material in the device. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: due to breakage of light guide bundle, illumination was uneven, due to breakage of light guide -bundle, no illumination was obtained, plastic distal end had a chip, connecting tube was snaking, connecting tube and universal cord has a scratch and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the light guide of the colonovideoscope was defective. There were no reports of patient harm. During the device evaluation at olympus, foreign material was found in the air/water cylinder and tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.